Manufacturer narrative:
Per the customer, the drain ports of the cooler heater were blocked, so they cleaned the unit. This complaint is related to MDR #1828100-2014-00252.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user had no flow circulation (pump not primed) of the pump on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.